Event description:
It was reported the rear rotation knob would get stuck at the six o'clock position when sampling. The front thumb wheel was used to take the needed samples and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.